Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) reported to fresenius that the 2008t machine was undergoing pre-treatment testing when smoke was observed from the hospital grade ground-fault circuit interrupter (gfci) outlet. No smoke detectors were triggered and a fire extinguisher was not required to address the smoke. The power plug was pulled and the machine was transported to the biomed¿s room. Upon evaluation, the power plug appeared melted. The machine has approximately 4,302 operating hours. The power plug is original to the machine. No additional thermal damage was identified and the reported issue did not cause extensive damage to the machine. A replacement power plug was ordered but had not been received at the time of follow-up. The biomed stated they would replace the part without requiring assistance. The machine remains out of service pending repair. The power outlet was replaced by the biomed. There was no harm to any patients or individuals as a result of this malfunction. No parts were reported to be returned to the manufacturer for physical evaluation.